Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, there was no patient involvement as the customer was using saline and was practicing with the pump prior to using the pump. Recommendation was made by tandem's technical support for the customer to bolus or fill tubing to remove the air.